Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 4/16/2025: the initial surgery took place on (B)(6) 2025, during which an ar-7288 fibertape sternal closure, an ar-7288t fibertape sternal closure, and an ar-7289t tigertape sternal closure were implanted. Around (B)(6) 2025, the patient developed purulent drainage and erythema at the chest incision site. The infection was managed with IV antibiotics, multiple irrigation and debridement procedures, wound vacuum-assisted closures, and a pectoral flap for chest closure. The patient underwent procedures on (B)(6) 2025 to address the ongoing infection. During a subsequent surgical intervention, the ar-7288 fibertape sternal closure and ar-7289t tigertape sternal closure were explanted. As of (B)(6) 2025, the patient remains hospitalized and continues receiving IV vancomycin.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 4/9/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent mechanical aortic valve replacement, a mechanical mitral valve replacement, and a coronary artery bypass graft procedure in (B)(6) 2025. The patient's sternal closure was achieved with an ar-7288 fibertape sternal closure and ar-7288t fibertape sternal closure system. The patient then presented with a sternal wound infection. The patient underwent surgical irrigation and debridement. The surgical cultures revealed corynebacterium amycolatum. No further information was provided. Additional information was requested on 4/10/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.